Manufacturer narrative:
Per user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and insulin injections were administered to address the bg level. The customer reported to have been reusing the pump cartridges. Tandem technical support advised the customer that the cartridges were not labeled for reuse.